Event description:
Information received by medtronic indicated that the user received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) during a cryoablation procedure. Blood was visible in the coaxial cable at connection to the balloon. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed a guide wire lumen kink and blood inside the balloons as well as blood in the coaxial connector. Smart chip verification indicated the catheter was used for 34 injections. The catheter failed the performance testing due to system notice #50005 ¿leak detection¿ upon connection. Pressure testing showed a leak through the guide wire lumen, however, the balloons integrity was intact, no breach was observed. Dissection showed blood inside the vacuum line and y-block. The guide wire lumen was breached and kinked at 1.38 inches proximal from the tip. The reported issues have been confirmed through testing. The catheter failed the returned product inspection due to guide wire lumen breach and kink.